Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient experienced an increased charging burden with their ipg. As a result, the ipg was replaced on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Exact date of event is unknown.